Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (batch no. B04949) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain (without radiation) in 2008, tachycardia in 2007, chronic venous insufficiency in 2007, pain breast in 2007, dermatitis eczematoid in 2007, low back pain (before the pregnancy she did not have lumbalgia) in 2005, pain of lower extremities in 2005, irregular menstrual cycle from 2004 to 2006, gravida ii, parity 2 (on (B)(6) 2005: spontaneous onset, normal labor with episiotomy, (B)(6)2009: normal delivery and puerperium.), headache and vaginitis. Last period (B)(6) 2013. Previously administered products included for cervicalgia: myolastan on (B)(6) 2013 and ibuprofen on (B)(6) 2013; for anxiety: lexatin in 2007; for pain in the leg and the limbs: efferalgan. Concurrent conditions included polyarthritis since (B)(6) 2013, polyarthritis since (B)(6) 2013, cervicalgia (examination: significant paravertebral contracture (ie, significant contracture on either side of the spine)) since (B)(6) 2013, gas pain since 2009, anxiety (being at work, palpitations and nervousness) since 2007 and anxiety depression since 2007. Family history included cancer (nos). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced anxiety ("anxiety due to problem with the neighbors") with tachycardia, stress, initial insomnia, crying and nervousness, 1 month 5 days after insertion of essure. On (B)(6) 2014, the patient experienced kyphosis ("dorso-lumbar kyphosis"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion medically significant) and menstruation irregular ("menstrual irregularity"). On (B)(6) 2014, the patient experienced tracheitis ("acute laryngotracheitis") and oropharyngeal pain ("pharyngeal pain / throat pain recurrent"). On (B)(6) 2015, the patient experienced breast pain ("pain left breast") and urinary incontinence ("urinary incontinence recurrent"). On (B)(6) 2015, the patient experienced dizziness ("dizziness without syncope, recurrent") and tonsillitis ("acute tonsillitis"). On (B)(6) 2015, the patient experienced influenza ("flu"). On (B)(6) 2015, the patient experienced diarrhoea ("diarrhea") and abdominal pain lower ("nonspecific lower abdominal pain"). On (B)(6) 2015, the patient experienced abdominal distension ("swelling of abdomen / swelling") and dyspepsia ("dyspepsia"). On (B)(6) 2015, the patient experienced vertigo positional ("benign paroxysmal vertigo"). On (B)(6) 2017, the patient experienced arthralgia ("left shoulder pain on internal rotation / pain in the right shoulder, especially in bed and when she carries things on the back / joint pain recurrent"). On (B)(6) 2017, the patient experienced rotator cuff syndrome ("shoulder tendinitis"). On (B)(6)2017, the patient experienced wound ("cut wound"). On (B)(6) 2017, the patient experienced neck pain ("neck pain, recurrent"). On (B)(6) 2019, the patient experienced seasonal allergy ("pollinosis"). On (B)(6) 2019, the patient experienced device intolerance ("essure implantation 5 years ago. She reports poor intolerance"). On (B)(6) 2019, the patient experienced muscle strain ("muscle strain"). On (B)(6) 2020, the patient experienced post procedural discharge ("revision of surgical intervention exudate in lower suture after essure removal") and post procedural erythema ("revision of surgical intervention mild erythema after essure removal"). On an unknown date, the patient experienced fatigue ("fatigue"), arthromyalgia ("muscle and joint pain"), anxiety depression ("anxiety depression"), buttock pain ("gluteal pain"), back pain ("low back pain irradiated to limb lower left to thigh"), abdominal pain ("generalized abdominal pain"), constipation ("constipation"), flatulence ("pain gas"), aerophagia ("aerophagia") and depressive disorder ("depressive syndrome"). The patient was treated with antiinflammatory agents, non-steroids, anxiety treatment, bromazepam (lexatin), cefazolin, cinitapride tartrate, dexamethasone (desametasone), diazepam, diclofenac, hyoscine butylbromide (buscapina), lorazepam, metoclopramide hydrochloride (primperan), midazolam, naproxen, ondansetron (zofran), pantoprazole, paracetamol, paroxetine hydrochloride hemihydrate (paroxetine) and surgery (essure removal via laparoscopic bilateral salpingectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal distension, fatigue, arthromyalgia, anxiety, anxiety depression, buttock pain, kyphosis, back pain, menstruation irregular, tracheitis, oropharyngeal pain, breast pain, urinary incontinence, dizziness, tonsillitis, influenza, diarrhoea, abdominal pain, abdominal pain lower, dyspepsia, constipation, vertigo positional, flatulence, rotator cuff syndrome, aerophagia, wound, seasonal allergy, device intolerance, muscle strain, post procedural discharge, depressive disorder and post procedural erythema outcome was unknown and the arthralgia and neck pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, aerophagia, anxiety, anxiety depression, arthralgia, arthromyalgia, back pain, breast pain, constipation, device intolerance, diarrhoea, dizziness, dyspepsia, fatigue, flatulence, influenza, kyphosis, menstruation irregular, muscle strain, neck pain, oropharyngeal pain, pelvic pain, post procedural discharge, post procedural erythema, rotator cuff syndrome, seasonal allergy, tonsillitis, tracheitis, urinary incontinence, vertigo positional, wound, buttock pain and depressive disorder to be related to essure. The reporter commented: she done physiotherapy for shoulder tendinits. Essure removal on (B)(6) 2020 without complication, entering the operating room at 09:03 h. And leaving it at 11:13 h. On (B)(6) 2020 abdominal discomfort, (B)(6) 2020 polyarthralgia which does not subside with analgesia, on (B)(6) 2021 arthralgia with pain in the spine, especially in the shoulders and in the usual dorsal area and less in the lumbar area, more severe pain in the right shoulder), on (B)(6) 2021 cervicalgia, on (B)(6) 2021 urinary tract infection without fever, on (B)(6) 2021 magnetic resonance imaging of the right shoulder is: rectification of physiological cervical lordosis and incipient degenerative changes, without significant involvement of the spinal canal or foramen and no radiological signs of compressive myelopathy. Clinical judgment is: arthralgias and back pain without clear inflammatory cause. Chronic muscle contracture. Pain probable muscular origin. She takes diazepam 10 mg per day at night due to pain, which decreases the pain a little, on (B)(6) 2021 diarrhea, fall caused by syncope, mild pain on palpation in the abdomen. Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement - on (B)(6) 2020: 129/55 mmhg. Body height - on (B)(6) 2020: 1.58. Coagulation test - on (B)(6) 2020: normal. Colonoscopy - on (B)(6) 2017: normal. Electrocardiogram - on (B)(6) 2020: sinus rhythm at 59 bpm. Full blood count - on (B)(6) 2020: normal. Heart rate (heart beats per minute) - on (B)(6) 2020: 75 heart beats per minute; on (B)(6) 2020: 70 heart beats per minute. Hysteroscopy - on (B)(6) 2013: hysteroscopy: has a tolerance very good on the part of the patient, only mild pain (pain 3), and the insertion of the essure goes without incidents. Findings: normal vaginoscopy. Normal endocervical canal. Normal uterine cavity with secretory endometrium. No incidents, right ostium: 3 spirals are left in the cavity. Left ostium: 3 spirals are left in the cavity; on (B)(6) 2014: findings: normal vaginoscopy. Normal endocervical canal. Normal uterine cavity with secretory endometrium. No incidents, right ostium: 3 spirals are left in the cavity. Left ostium: 3 spirals are left in the cavity. Investigation - on (B)(6) 2017: celiac test, anisakis, milk and eggnegative; on (B)(6) 2020: biochemistry normal. Nyha classification - on (B)(6) 2020: I. Pathology test - on (B)(6) 2020: macroscopic description uterine tube and essure. Left: 7 cm spring-shaped metallic structure, tubular structure that ends in fimbriae of 4.5 x 0.5 cm (block 1) with a cystic structure of 0.8 x 0.4 x 0.6 cm and an irregular whitish fragment of 1.4 x 0.5 cm (block 2). Right: two tubular fragments, in one fimbria are recognized (block 1) and measures 4.5 x 1 cm and in the other at one of its ends an outlet of a spring-shaped metallic structure is recognized that measures 2 cm and the tubular fragment 3.8 cm (block two) diagnosis: uterine tube without significant histological lesions. Paraovarian cyst. Uterine tube without significant histological lesions. Specialist consultation - on (B)(6) 2017: normal abdominal examination with tympanism (presence of gas in the intestines). Aerophagia (swallowing too much air); on (B)(6) 2019: rha ++ (noises fluids present), soft, depressible with pain, blumberg +- (ie, doubtful). Do not palpate masses or megalias, no clear signs of peritoneal irritation. Spinal x-ray - on (B)(6) 2014: dorso-lumbar kyphosis. Ultrasound abdomen - on (B)(6) 2016: no significant ultrasound abnormalities. Ultrasound breast - on (B)(6) 2019: breast birads 3. Ultrasound scan vagina - on (B)(6) 2014: anteflexed uterus, visualization of the endometrium, with the right tubal occlusion device in position 2, 3 and device left in position 1, 2, 3. Right and left ovary of normal morphology. Diagnosis: normal internal genitals. Devices intrafallopian occlusion, normally inserted; on (B)(6) 2014: uterus: anteflexed uterus, long 77mm, a-p: anteroposterior diameter: 42mm, transverse 34mm, volume 57.6 cm3. Endometrium visualization: with right device of tubal occlusion in position 2,3 and left device in position 1,2,3. 2nd phase endometrium. Myometrium morphology: regular homogeneous. Right ovary morphology: normal, size: 25mm x14mm. Left ovary morphology: normal, size: 25mm x15mm. Diagnosis: normal internal genitals, normally inserted intratubal inclusion devices; on (B)(6) 2014: right 2 + 3, left 1 + 2 + 3 (are normally inserted); on (B)(6) 2020: uterus in normal anteflexion (forward) normal. Endometrium with right tubal occlusion device in position 2, 3 and left device in position 2, 3 (the latter longer intra myometrial trajectory). Normal ovaries. Weight - on (B)(6) 2020: 63. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no. B04949) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain (without radiation) in 2008, tachycardia in 2007, chronic venous insufficiency in 2007, pain breast in 2007, dermatitis eczematoid in 2007, low back pain (before the pregnancy she did not have lumbalgia) in 2005, pain of lower extremities in 2005, irregular menstrual cycle from 2004 to 2006, gravida ii, parity 2 (on (B)(6) 2005: spontaneous onset, normal labor with episiotomy, (B)(6) 2009: normal delivery and puerperium.), headache and vaginitis. Last period (B)(6) 2013. Previously administered products included for cervicalgia: myolastan on (B)(6) 2013 and ibuprofen on (B)(6) 2013; for anxiety: lexatin in 2007; for pain in the leg and the limbs: efferalgan. Concurrent conditions included polyarthritis since (B)(6) 2013, polyarthritis since (B)(6) 2013, cervicalgia (examination: significant paravertebral contracture (ie, significant contracture on either side of the spine)) since (B)(6) 2013, gas pain since 2009, anxiety (being at work, palpitations and nervousness) since 2007 and anxiety depression since 2007. Family history included family history of cancer. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced anxiety ("anxiety due to problem with the neigbors") with tachycardia, stress, initial insomnia, crying and nervousness, 1 month 5 days after insertion of essure. On (B)(6) 2014, the patient experienced kyphosis ("dorso-lumbar kyphosis"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion medically significant) and menstruation irregular ("menstrual irregularity"). On (B)(6) 2014, the patient experienced tracheitis ("acute laryngotracheitis") and oropharyngeal pain ("pharyngeal pain / throat pain recurrent"). On (B)(6) 2015, the patient experienced breast pain ("pain left breast") and urinary incontinence ("urinary incontinence recurrent"). On (B)(6) 2015, the patient experienced dizziness ("dizziness without syncope, recurrent") and tonsillitis ("acute tonsillitis"). On (B)(6) 2015, the patient experienced influenza ("flu"). On (B)(6) 2015, the patient experienced diarrhoea ("diarrhea") and abdominal pain lower ("nonspecific lower abdominal pain"). On (B)(6) 2015, the patient experienced abdominal distension ("swelling of abdomen / swelling") and dyspepsia ("dyspepsia"). On (B)(6) 2015, the patient experienced vertigo positional ("benign paroxysmal vertigo"). On (B)(6) 2017, the patient experienced arthralgia ("left shoulder pain on internal rotation / pain in the right shoulder, especially in bed and when she carries things on the back / joint pain recurrent"). On (B)(6) 2017, the patient experienced rotator cuff syndrome ("shoulder tendinitis"). On (B)(6) 2017, the patient experienced wound ("cut wound"). On (B)(6) 2017, the patient experienced neck pain ("neck pain, recurrent"). On (B)(6) 2019, the patient experienced seasonal allergy ("pollinosis"). On (B)(6) 2019, the patient experienced device intolerance ("essure implantation 5 years ago. She reports poor intolerance"). On (B)(6) 2019, the patient experienced muscle strain ("muscle strain"). On (B)(6) 2020, the patient experienced post procedural discharge ("revision of surgical intervention exudate in lower suture afther essure removal") and post procedural erythema ("revision of surgical intervention mild erythema afther essure removal"). On an unknown date, the patient experienced fatigue ("fatigue"), arthromyalgia ("muscle and joint pain"), anxiety depression ("anxiety depression"), buttock pain ("gluteal pain"), back pain ("low back pain irradiated to limb lower left to thigh"), abdominal pain ("generalized abdominal pain"), constipation ("constipation"), flatulence ("pain gas"), aerophagia ("aerophagia") and depressive disorder ("depressive syndrome"). The patient was treated with antiinflammatory agents, non-steroids, anxiolytics, bromazepam (lexatin), cefazolin, cinitapride tartrate, dexamethasone (desametasone), diazepam, diclofenac, hyoscine butylbromide (buscapina), lorazepam, metoclopramide hydrochloride (primperan), midazolam, naproxen, ondansetron (zofran), pantoprazole, paracetamol, paroxetine hydrochloride hemihydrate (paroxetine) and surgery (essure removal via laparoscopic bilateral salpingectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal distension, fatigue, arthromyalgia, anxiety, anxiety depression, buttock pain, kyphosis, back pain, menstruation irregular, tracheitis, oropharyngeal pain, breast pain, urinary incontinence, dizziness, tonsillitis, influenza, diarrhoea, abdominal pain, abdominal pain lower, dyspepsia, constipation, vertigo positional, flatulence, rotator cuff syndrome, aerophagia, wound, seasonal allergy, device intolerance, muscle strain, post procedural discharge, depressive disorder and post procedural erythema outcome was unknown and the arthralgia and neck pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, aerophagia, anxiety, anxiety depression, arthralgia, arthromyalgia, back pain, breast pain, constipation, device intolerance, diarrhoea, dizziness, dyspepsia, fatigue, flatulence, influenza, kyphosis, menstruation irregular, muscle strain, neck pain, oropharyngeal pain, pelvic pain, post procedural discharge, post procedural erythema, rotator cuff syndrome, seasonal allergy, tonsillitis, tracheitis, urinary incontinence, vertigo positional, wound, buttock pain and depressive disorder to be related to essure. No further causality assessment were provided for the product. The reporter commented: she done physiotherapy for shoulder tendinits. Essure removal on (B)(6) 2020 without complication, entering the operating room at 09:03 h. And leaving it at 11:13 h. On (B)(6) 2020 abdominal discomfort, (B)(6) 2020 polyarthralgia which does not subside with analgesia, on (B)(6) 2021 arthalgia with pain in the spine, especially in the shoulders and in the usual dorsal area and less in the lumbar area, more severe pain in the right shoulder), on (B)(6) 2021 cervicalgia, on (B)(6) 2021 urinary tract infection without fever, on (B)(6) 2021 magnetic resonance imaging of the right shoulder is: rectification of physiological cervical lordosis and incipient degenerative changes, without significant involvement of the spinal canal or foramen and no radiological signs of compressive myelopathy. Clinical judgment is: arthralgias and back pain without clear inflammatory cause. Chronic muscle contracture. Pain probable muscular origin. She takes diazepam 10 mg per day at night due to pain, which decreases the pain a little, on (B)(6) 2021 diarrhea, fall caused by syncope, mild pain on palpation in the abdomen. Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement - on (B)(6) 2020: 129/55 mmhg. Body height - on (B)(6) 2020: 1.58. Coagulation test - on (B)(6) 2020: normal. Colonoscopy - on (B)(6) 2017: normal. Electrocardiogram - on (B)(6) 2020: sinus rhythm at 59 bpm. Full blood count - on (B)(6) 2020: normal. Heart rate (heart beats per minute) - on (B)(6) 2020: 75 heart beats per minute; on (B)(6) 2020: 70 heart beats per minute. Hysteroscopy - on (B)(6) 2013: hysteroscopy: has a tolerance very good on the part of the patient, only mild pain (pain 3), and the insertion of the essure goes without incidents. Findings: normal vaginoscopy. Normal endocervical canal. Normal uterine cavity with secretory endometrium. No incidents, right ostium: 3 spirals are left in the cavity. Left ostium: 3 spirals are left in the cavity; on (B)(6) 2014: findings: normal vaginoscopy. Normal endocervical canal. Normal uterine cavity with secretory endometrium. No incidents, right ostium: 3 spirals are left in the cavity. Left ostium: 3 spirals are left in the cavity. Investigation - on (B)(6) 2017: celiac test, anisakis, milk and eggnegative; on (B)(6) 2020: biochemistry normal. Nyha classification - on (B)(6) 2020: I. Pathology test - on (B)(6) 2020: macroscopic description uterine tube and essure. Left: 7 cm spring-shaped metallic structure, tubular structure that ends in fimbriae of 4.5 x 0.5 cm (block 1) with a cystic structure of 0.8 x 0.4 x 0.6 cm and an irregular whitish fragment of 1.4 x 0.5 cm (block 2). Right: two tubular fragments, in one fimbria are recognized (block 1) and measures 4.5 x 1 cm and in the other at one of its ends an outlet of a spring-shaped metallic structure is recognized that measures 2 cm and the tubular fragment 3.8 cm (block two) diagnosis: uterine tube without significant histological lesions. Paraovarian cyst. Uterine tube without significant histological lesions. Specialist consultation - on (B)(6) 2017: normal abdominal examination with tympanism (presence of gas in the intestines). Aerophagia (swallowing too much air); on (B)(6) 2019: rha ++ (noises fluids present), soft, depressible with pain, blumberg +- (ie, doubtful). Do not palpate masses or megalias, no clear signs of peritoneal irritation. Spinal x-ray - on (B)(6) 2014: dorso-lumbar kyphosis. Ultrasound abdomen - on (B)(6) 2016: no significant ultrasound abnormalities. Ultrasound breast - on (B)(6) 2019: breast birads 3. Ultrasound scan vagina - on (B)(6) 2014: anteflexed uterus, visualization of the endometrium, with the right tubal occlusion device in position 2, 3 and device left in position 1, 2, 3. Right and left ovary of normal morphology. Diagnosis: normal internal genitals. Devices intrafallopian occlusion, normally inserted; on (B)(6) 2014: uterus: anteflexed uterus, long 77mm, a-p: anteroposterior diameter: 42mm, transverse 34mm, volume 57.6 cm3. Endometrium visualization: with right device of tubal occlusion in position 2,3 and left device in position 1,2,3. 2nd phase endometrium. Myometrium morphology: regular homogeneous. Right ovary morphology: normal, size: 25mm x14mm. Left ovary morphology: normal, size: 25mm x15mm. Diagnosis: normal internal genitals, normally inserted intratubal inclusion devices; on (B)(6) 2014: right 2 + 3, left 1 + 2 + 3 (are normally inserted); on (B)(6) 2020: uterus in normal anteflexion (forward) normal. Endometrium with right tubal occlusion device in position 2, 3 and left device in position 2, 3 (the latter longer intra myometrial trajectory). Normal ovaries. Weight - on (B)(6) 2020: 63. Lot number: b04949, manufacture date: 2013-02, and expiration date: 2016-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 1-mar-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.